Manufacturer narrative:
Device analysis: the guide wire was returned without the original oad. Examination of the guide wire revealed that the spring tip was fractured off and not returned. The distal end of the wire shaft was curled. The fractured guide wire section was sent for scanning electron microscope (sem) analysis. Sem analysis revealed that the face of the guide wire had a rubbed appearance due to potential interaction with other materials during extraction or handling after removal. At the conclusion of the failure analysis investigation, the root cause of the fractured guide wire could not be conclusively confirmed. If the wire were caught in a stent as reported, an elevated stress environment during removal attempts could cause the guide wire to fracture. The material inspection record for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi flextip viperwire guide wire broke off and was left in the patient. The target lesion was 15cm in length and was located in the distal superficial femoral artery (sfa). The physician used a cook introducer sheath to access the lesion. The csi flextip wire was advanced across the lesion and the spring tip was located in the anterior tibial (at) artery. The physician loaded a csi orbital atherectomy device (oad) onto the guide wire and performed one run at low speed, one run at medium speed and one run at high speed. The oad was removed and atherectomy was followed-up with balloon angioplasty and stent placement. The physician then attempted to remove the flextip wire, but was unsuccessful as it was caught in the stent. The guide wire was advanced distally in an attempt to free it, but it prolapsed. During the next attempt to retract the wire proximally, the spring tip separated from the proximal guide wire shaft. The spring tip was left in the patient and pinned against the vessel wall with a zilver stent. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.